Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that (B)(6) 2021, during a procedure the surgeon was removing a verse tab with the tab removal. The surgeon was having difficulty removing one of the tabs and accidently bent the distal end tip. The tab remover could no longer remove the tabs. Another tab remover from another set was used to complete the case. There was no surgical delay. There was no impact to the patient. This report involves one (1) expedium spine system tab breaker, cap. This is report 2 of 2 for (B)(4).